Event description:
Health care professional reported air leaking into dialyzer during set up. Per health care professional, no source of air could be seen. Per health care professional, no pt injury associated with this report.